Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, on creating gastrojejunostomy, the surgeon stated that the anvil pulled out of the gastrotomy when they attempted to mate the anvil and trocar or spike. The device did not fire due to the instrument issue. The surgeon alleges that the anvil never flipped up from its original tilted position and thus was pulled through the gastric pouch with ordinary effort. The surgery was extended by roughly one hour per the surgeon¿s statement. They attributed this to using the device in every case and being out of practice with a ¿po¿ ear stapled anastomosis for the gastrojejunostomy. The surgeon completed the case by using linear endostaplers to create a side-to-side anastomosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, on creating gastrojejunostomy, the surgeon stated that the anvil pulled out of the gastrotomy when they attempted to mate the anvil and trocar or spike before green bar was visible. The device did not close enough to show the green bar.. The device did not fire due to the instrument issue. Use was aborted due to the anvil being displaced and no fire was attempted. The surgeon alleges that the anvil never flipped up from its original tilted position and thus was pulled through the gastric pouch with ordinary effort. The surgery was extended by roughly one hour per the surgeon¿s statement. They attributed this to using the device in every case and being out of practice with a ¿po¿ ear stapled anastomosis for the gastrojejunostomy. The surgeon completed the case by using linear endostaplers to create a side-to-side anastomosis.